Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of (B)(6) 2025-(B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm appropriately adjusted the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. The phb data showed that the pod used on the night of (B)(6) 2025 was initially receiving estimated glucose values before receiving aberrant values of 6, indicating temporary sensor errors, before the sensor went inactive for the remaining duration of use, as indicated by estimated glucose values of 1. The system was used in automated mode during this stretch and the system responded appropriately to the missing sensor values, switching to automated mode: limited, beginning delivery of safe basal, which is the lower of the user's manual basal program and adaptive basal rate, and began generating missing sensor values alerts. The last pod used was deactivated at 08:37 on (B)(6) 2025. The cloud data showed evidence that the bolus records captured in the cloud were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after delivery of each bolus. No evidence of issues with the automated algorithm was observed in the available data. It could not be conclusively determined if a sensor error occurred to result in the sensor becoming inactive. The exact cause of the reported event could not be determined. Cloud - locked down/smartphone: not available. Cloud - omnipod 5 software app version 3.1.1. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on the evening of (B)(6) 2025 the patient was experiencing unspecified issues with their dexcom continuous glucose monitor sensor. They changed the sensor multiple times, and it did then connect and show a reading prior to going to bed that evening. They also did a fingerstick and the patient¿s blood glucose read ¿high¿ (greater than 400 mg/dl). They then also changed the pod and gave unspecified manual corrections. The following morning on (B)(6) 2025 the patient was found unresponsive and there was no signal from dexcom. Emergency medical services were called and went out and attempted cardiopulmonary resuscitation, however the patient was pronounced deceased and was not transported to the hospital.